Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of an (B)(6) year old male patient contacted zoll customer support via email to report that upon putting the lifevest (lv) on for the first time, the lv garment instantly opened the patient's surgical incision. The garment was pulling on the chest incision causing it to bleed copiously. This delayed release from the hospital by one day. In addition, the lv delayed the patient's drain from healing properly. The lv was rubbing on the drain causing it to express fluid. Patient ended use.